Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there were scratches noted throughout the device and the forceps channel port had a dent. The scope cylinder had no color and image had a stain due to dirt on the objective lens. The micro connector unit in the scope connector, cable unit and plug unit had corrosion due to water leakage. The amount of water contact did not meet standard value due to nozzle clogging and the light guide lens had a crack. It was noted that reprocessing was performed as per the user manual prior to the device being returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had no image. The issue was found during inspection for use. Inspection and testing of the returned device found that the nozzle was clogged with foreign material. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was considered to have been possibly surgical glue - however, the material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.